Manufacturer narrative:
The customer later contacted physio-control to clarify that there weren't any issues with paddles lead ECG (as originally reported). The customer advised that the reported issue was with standard ECG and that at no point during the event did they attempt to connect the patient to the device via a therapy cable assembly and monitor the patient via paddles lead ECG. The customer reiterated that there were no adverse effects to the patient as a result of the reported issue and that medical personnel were able to obtain a backup device to monitor the patient with minimal delay. The customer further advised that there were no additional details about the patient available.

Manufacturer narrative:
(B)(4).  Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the customer that they have decided to not repair the device and have permanently removed it from service.  A replacement device will be obtained.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during patient use, their device would only intermittently show the patient's ECG rhythm via a therapy cable assembly while in paddles lead ECG.  The customer advised that medical personnel shook the cable and were able to see the ECG rhythm intermittently.  As a result, defibrillation may not have been possible.  A backup device was obtained and used to continue patient care.  There were no adverse effects to the patient as a result of the reported issue.  No further details were provided. Physio-control attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.